Event description:
Additional information was received that the patient's surgery will not be until some time in (B)(6). The battery life calculation based on the vns therapy programming history database showed the patient's generator to have a rough estimate of 5.23 years remaining until eri = yes.

Event description:
It was reported via our distributor in (B)(4) that there was a vns patient and their generator was unable to be interrogated. The site's programming system was ruled out as a cause of the event. A estimated battery calculation was performed and the device should not be at end of battery life based on the calculation. Good faith attempts are underway for further details about the reported event.